Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. An internal check of the cassette compartment identified dried fluid on the cassette membrane and underneath the pump assembly. There were no burrs or sharp edges that may have punctured a cassette membrane. A definitive cause for the dried fluid was not identified. The cycler underwent and passed a voltage check, hi pot test, safety analyzer test, and an as-received treatment. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that they noticed a spark coming from the back of their liberty select cycler. The patient confirmed that the electrical box is ok and the cycler was properly connected to a three-prong wall outlet which was shared with other electronic devices. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up with the patient, it was reported that they were able to complete treatment with continuous ambulatory peritoneal dialysis (capd) on the date of the event. The patient was able to confirm that no adverse effects were experienced and no medical intervention was required as a result of the reported event. The patient indicated that he did not recall during which phase of treatment he first noticed the sparks. The patient immediately unplugged the cycler and disconnected after observing the sparks. There was no smoke, burnt smell, or any other issues observed. The patient indicated there was no noticeable damage to the cycler, power plug, or the outlet. The replacement cycler was received and the patient has continued treatment without further issues. The previous cycler was returned to the manufacturer for physical evaluation.